Event description:
It was reported that during a drg implant procedure, the sheath sheared off the lead. Surgical intervention was undertaken on (B)(6) 2022, wherein the 5 cm portion of the sheath was retracted and explanted to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.